Event description:
The patient was implanted with a left ventricular assist device. The patient expired due to stroke. It was also reported that the patient had several comorbidities that led to his deterioration and subsequent expiration, including rv dysfunction requiring tandem heart placement. The pump was not explanted.

Manufacturer narrative:
Approximate age of device - 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Stroke and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.